Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had been trying to restart and was showing symptoms of a short. A field service engineer (fse) had disconnected all peripherals and still found a short, so the fse disconnected drawers on the main unit until locating the affected drawer 4.2. The fse replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen went black. User rebooted but unable to resolve. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.